Manufacturer narrative:
The pump was unable to prime during the prime and alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. No compromised force sensor system error alarm was noted. The pump passed the idle current, run current, self test, off no power, unexpected restart, displacement and rewind tests. Unable to perform the occlusion or excessive no delivery tests due to the prime anomaly. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident was 280 mg/dl. The caller did not know if the device was bumped or dropped prior to the alarm. The drive support cap appeared normal. Insulin had squirted from the tubing during the priming process. The insulin pump was returned for analysis.